Manufacturer narrative:
The service provider provided the investigation report on (B)(6) 2021. The actual device was tested. The pump passed the air-in-line alarm test and meets device specifications. The reported issue was not confirmed.

Event description:
On 10/15/2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that "pump 505492 was not detecting air passing the air-in-line sensor". The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.